Event description:
On (B)(6) 2012, the patient underwent a trial procedure. During the procedure, the patient experienced a cerebrospinal fluid leak. As a result, the procedure was aborted. The patient was put in a supine position and given caffeine to address the issue. Post-op, the patient experienced a headache. Over time, the patient's issue resolved. The intended product will not be returned to sjm due to being discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.